Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the hospital due to inappropriate shock therapy. Upon device data review, it was noted that device was in safety mode. Boston scientific technical services was contacted and recommended emergent device replacement, as well as diagnostic imaging to exclude right ventricular (rv) lead damage. The physician surgically explanted and replaced the device. During the procedure, visual inspection of the rv lead confirmed insulation abrasion and damage. The physician elected to surgically cut and cap the rv lead and a new rv lead was implanted to resolve the event. The device and a portion of the rv lead are expected for analysis, but have not yet been received. A portion of this rv lead remains implanted, but capped and out of service. The patient was stable with no additional adverse consequences reported.

Event description:
It was reported that this patient presented to the hospital due to inappropriate shock therapy. Upon device data review, it was noted that device was in safety mode. Boston scientific technical services was contacted and recommended emergent device replacement, as well as diagnostic imaging to exclude right ventricular (rv) lead damage. The physician surgically explanted and replaced the device. During the procedure, visual inspection of the rv lead confirmed insulation abrasion and damage. The physician elected to surgically cut and cap the rv lead and a new rv lead was implanted to resolve the event. A portion of this rv lead remains implanted, but capped and out of service. The patient was stable with no additional adverse consequences reported. The device was received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Patient code 3191 captures the reportable event of electric shock. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.